Event description:
The following has been reported: air in line (B)(6) 2024 air alarm was noted on the pump with red flashing lights upon starting the pump. (B)(6) 2024 another day, the air alarm occurred while normal saline was infusing, was able to correct it, started again, then a couple minutes later air alarm and was unable to correct the issue. Used a different pump. Patient was only involved during one air alarm occurrence. Nurse was able to intervene, used a different pump, no actual air in the lines. No adverse event. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. Investigation revision: following reception of the service report. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the issue could not be reproduced but alarms were found in event logs. The air sensor was changed as conservative measure. The defective part wasn't sent to brezins for further investigation, so the root cause of the reported issue could be linked to a defective air sensor but based on available information this cannot be confirmed. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA is open to address the subject of "defective air sensor". However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: normal.